Manufacturer narrative:
Manufacturer narrative corrected to align device finding with corresponding cause. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone. The fiber proximal to fracture can rotate independently of metal cap. This failure mode is indicative of a fracture beneath the metal cap. The glass cap distal side of fiber/cap fusion zone at the bevel edge is detached and not returned. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Unintended use error can cause or contributed to the observed proximal circumferential fracture. When there is tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, this could lead to continuously elevated temperature (close to or higher than epoxy degradation temperature) at the fiber tip near the laser beam output window. These factors were identified as the major cause of the observed proximal circumferential fracture. Based on the overall investigation results a conclusion code of known inherent risk of device was assigned to this investigation. Glass cap detachment at the bevel edge was due to cap wear acceleration due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Cap wear acceleration can also lead to the possibility of glass cap fracture.

Event description:
It was reported that the fiber tip ruptured/broke at 27,604 j with 3:05 minutes of use. The fiber was cleaned during the procedure. The fiber was replaced and the procedure completed using a second fiber. Patient outcome was not reported.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone. The fiber proximal to fracture can rotate independently of metal cap. This failure mode is indicative of a fracture beneath the metal cap. The glass cap distal side of fiber/cap fusion zone at the bevel edge is detached and not returned. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Unintended use error caused or contributed to the observed glass cap detachment. Tissue adhesion through constant and heavy tissue contact, can lead to continuously elevated temperature at the fiber tip near the laser beam output window. This factor is identified as a major cause of the noted glass cap and metal cap detachment. Based on the observed circumferential fracture at the proximal side of fiber/glass fusion zone, this investigation will be assigned a conclusion code of known inherent risk of device. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode.

Event description:
It was reported that the fiber tip ruptured/broke at 27,604 j with 3:05 minutes of use. The fiber was cleaned during the procedure. The fiber was replaced and the procedure completed using a second fiber. Patient outcome was not reported.

Event description:
It was reported that the fiber tip ruptured/broke at 27,604 j with 3:05 minutes of use. The fiber was cleaned during the procedure. The fiber was replaced and the procedure completed using a second fiber. Patient outcome was not reported.